Event description:
After using philips recalled CPAP machine for 3 years in a hot humid environment, I developed severe respiratory distress. Noted "severe increase in airway resistance on plethysmography studies raw 525%" after undergoing extensive cardiac and pulmonary workup. Severe respiratory distress requiring almost continual oxygen supplementation is now present. Particles of degraded foam were found in my CPAP machine when I opened the casing (B)(6) 2021. Also of note is that the surface of the foam was slimy and soft. Full cardiac and pulmonary evaluation completed 2020 and 2021. Included CT scans, pulmonary functions tests, cardiac evaluations, cardiac scans etc. FDA safety report ID# (B)(4).